Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing a syncopal event. Intermittent oversensing of noise was noted on the atrial and right ventricular channels and non-capture on the right ventricular channel. Lead measurements were good and the noise was unable to be created. Additionally, a chest x-ray did not identify any lead issues. A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further testing. The device and right ventricular lead were removed from service and replaced the following day. No additional adverse patient effects were reported.